Event description:
Customer reportedly received a result of 76 mg/dl at 11:55 p.m. On the mobile system. She did not feel the same as what the value indicated and drank water with maple syrup. She then reportedly received results of 326 mg/dl at 12:25 a.m., 105 mg/dl at 12:27 a.m., and 108 mg/dl at 12:28 a.m. On the mobile system. She delivered 5 units of insulin after the 326 mg/dl result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The returned cassette had too few tests left to allow for testing.